Event description:
A falsely elevated pt result was reported on a patient sample. The result was reported to the physician. After recognition of laboratory error in reporting a flagged result, a repeat of the original sample yielded results consistent with the patient coagulation therapeutic regimen and a corrected result was reported.it is unknown if patient treatment was altered or prescribed. There is no report of adverse outcome for the patient as a result of the elevated pt result.

Manufacturer narrative:
The cause of the falsely elevated pt was operator error, i.e. Failure to recognize the error code and the reporting of above assay range limit values in the lis. The sysmex ca-500 series instrument operator's manual instructs customers of the meaning of error 32, "coagulation reaction can not be detected" and instructs them to investigate sample integrity or reagent issues. The cause of the original "no coag" error is unknown.the instrument is performing within specifications.no further evaluation of the device is required.